Event description:
Caller reported blood glucose results of "460s" mg/dl and 91 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. System not available for return, replacement sent.